Event description:
The customer reported that during shift check, the autopulse li-ion battery (sn (B)(6)) was found to be stuck in the autopulse platform (sn (B)(6)). The customer tried to remove the battery but was unsuccessful. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse li-ion battery (sn (B)(6)) was stuck in the autopulse platform (sn (B)(6)) was confirmed during visual inspection. Upon receipt, the battery was found stuck in the platform's battery bay. The root cause was the bent battery's guide pins, which caused the spring guides within the platform's battery bay to bend, resulting in the battery becoming stuck. This damage is likely due to user mishandling, such as dropping the battery or forcing it into the platform's battery bay. When either a battery guide pin or a spring guide in the platform is compromised, it interferes with proper battery removal and creates a jammed condition. Per the autopulse power system guide: do not force a connection if you cannot easily connect battery to either the battery charger or the autopulse platform. If the battery is damaged, do not attempt to place the battery into the autopulse platform. This can cause damage to the internal connector of the autopulse platform. The battery successfully charged in a known good multi chemistry battery charger (mcc). Four flashing green lights were lit after charging, indicating a fully charged battery that surpassed 3 years. The battery will not be returned to the customer and will be scrapped at zoll.